Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was treated with intraperitoneal vancomycin (dose and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. The caregiver reported he feels¿ it was due to using old gauze they had around the house¿. The patient was discharged 5 days after admission. The caregiver reported on an unreported date the patient's catheter was removed "until it cleared up and the patient has long gone back on pd". It was reported the patient recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.